Event description:
It was reported that the implant at tooth site #29 was removed due to persistent soft tissue irritation. Patient in for interval exam to reevaluate the soft tissue around the healing abutment on the recent placed implant #29. Pt has been using chlorhexidine rinses. She reports that it does feel some better in the last few days. Upon exam, a mild erythema persists in a v-shaped pattern on the buccal aspect of the healing abutment. The 5mm healing abutment was removed and a 3mm healing abutment was placed. No foreign body visualized. Persistent soft tissue irritation, will have pt return in 2 weeks to reevaluate. If irritation continues, I recommend removing the implant and placing a graft and then ultimately returning to replace the implant. On (B)(6) 2025, pt returns as we had discussed. There is mild improvement of the soft tissue at implant #29, but not ideal. At this time point, I feel removal of the implant and then allowing the soft tissue to heal before replacing is the most predictable way to move forward. Pt agrees. Implant removed with reverse torque and site grafted with regeneross.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation. Visual evaluation was performed, implant had signs of use with debris on its external threads. The implant has markings from removal. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1293745. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. ¿complaint history review was performed for the reported lot number 1293745 for similar events and 1 other relevant complaint(s) was identified, cmp-111909-2025. The customer did submit images for the reported event. Images are recorded at ce level. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported that the implant at tooth site #29 was removed due to persistent soft tissue irritation. Patient in for interval exam to reevaluate the soft tissue around the healing abutment on the recent placed implant #29. Pt has been using chlorhexidine rinses. She reports that it does feel some better in the last few days. Upon exam, a mild erythema persists in a v-shaped pattern on the buccal aspect of the healing abutment. The 5mm healing abutment was removed and a 3mm healing abutment was placed. No foreign body visualized. Persistent soft tissue irritation, will have pt return in 2 weeks to reevaluate. If irritation continues, I recommend removing the implant and placing a graft and then ultimately returning to replace the implant. On (B)(6) 2025, pt returns as we had discussed. There is mild improvement of the soft tissue at implant #29, but not ideal. At this time point, I feel removal of the implant and then allowing the soft tissue to heal before replacing is the most predictable way to move forward. Pt agrees. Implant removed with reverse torque and site grafted with regeneross.